Manufacturer narrative:
(B)(4). This report of a patient contaminating the patient line as the patient dropped the patient line before getting a disconnect cap on when disconnecting for dwell cannot be confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The root cause of the complaint was not determined. Review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/ use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's (B)(4) and requested assistance with ending therapy on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp). The hp needed to start over with new supplies because he dropped his patient line when he was disconnected in dwell. This occurred before the hp had a cap on the line. According to the nurse, the patient performed manual exchanges after this event, however, he has since resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.